Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 600 mg/dl. Customer required assistance from their mother due to the bg level to deliver a correction injection via a manual insulin injection. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer reverted to an alternate method insulin therapy.